Event description:
It was reported that the customer experienced multiple occlusion alarms. Customer's blood glucose level was 167-168 mg/dl. A system check was performed and the pump performed as intended. Reportedly, the customer reverted to alternate therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.